Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured once and the physician attempted the half pigtail and felt resistance. It was forced across, and five minutes later, the stroke symptoms appeared. The stroke was confirmed via computed tomography. Patient symptoms related to the stroke were reported as bradycardia, hypotension, and severe calcium at the annulus. Per the physician, calcified anatomy contributed to the stroke, and the stroke was related to the valve and the delivery catheter system.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop23-29, serial/lot #: (B)(6), ubd: 02-dec-2027, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the patient suffered a stroke and bradycardia. Extensive treatment was performed including medication and cardiopulmonary resuscitation (CPR); however, the patient's blood pressure did not recover, and they ultimately died.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the patient suffered a stroke and bradycardia. Extensive treatment was performed including medication and cardiopulmonary resuscitation (CPR), however the patient's blood pressure did not recover, and they ultimately died. Additional information was received that the valve was recaptured once and the physician attempted the half pigtail and felt resistance. It was forced across, and five minutes later, the stroke symptoms appeared. The stroke was confirmed via computed tomography. Patient symptoms related to the stroke were reported as bradycardia, hypotension, and severe calcium at the annulus. Per the physician, calcified anatomy contributed to the stroke, and the stroke was related to the valve and the delivery catheter system. Additional information was received to report the valve was initially recaptured because the position was too deep.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Corrected data: h6. Valve - b20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.